Event description:
It was reported: surgeon was attempting to implant a traxis vue into a limited space. The surgeon requested a larger mallet to insert the implant. The implant split causing a dural tear. There was a 30 minute delay in surgery to repair the dura and re-implant a new traxis vue.